Event description:
Patient was having an MRI under sedation and required ECG monitoring. After the procedure was completed, MRI technician was removing the electrodes from the patient's chest. Patient was noted to have 2nd degree burns and one probable 3rd degree burn underneath the electrodes with redness in surrounding areas.======================manufacturer response for MRI scanner, signa hdxt (per site reporter).======================field maintenance and trobleshooting of the of the MRI. Questionnaire completed. Questionnaire has been completed and returned to the manufacturer of the veris monitor. Field representative on site for education.medi-trace (covidien) field report and submitted samples of lot number pack of electrodes.======================manufacturer response for electrode, ECG, MRI, med-trace (per site reporter).======================samples of electrodes from the same lot number were returned to vendor for inspection/analysis. No report yet available.